Event description:
Account reports that softip repeatedly fell off the cartridge during implantation of the intraocular lens with the unfolder system resulting in a capsular tear and subsequent vitrectomy. Physician stated there was no patient injury.